Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2009. The patient suffered pain due to eroded mesh, additional medical treatment & procedures. According to the physician's office, the patient had no complaints two weeks following the procedure. In (B)(6) 2011, the patient complained of pain and dyspareunia. On (B)(6) 2012, during a follow up appointment with the physician, no patient complications were reported. All other information is unknown and unavailable.